Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins had reached end of service (eos). It was reported that the device was off and was no longer providing therapy. The patient was dissatisfied with the longevity of the ins and mentioned that now they know it will only last 18 months. The patient reported that they noticed when they bent over that they no longer felt stimulation and when they checked the ins, they saw that it was at eos. The patient planned to meet with their healthcare provider (hcp) to schedule a replacement surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was still dead and the patient was still waiting to meet with their doctor to schedule and ins replacement surgery. The patient stated that they really thought that the ins would have a longer battery life. No further complications are anticipated.